Manufacturer narrative:
The lead configuration will remain in unipolar at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment it was found this pacemaker and right ventricular (rv) lead had exhibited high out of range pacing impedance measurements. A lead safety switch was triggered and noise had been observed in stored episodes following the configuration change from bipolar to unipolar. No adverse patient effects were reported.